Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the pacing impedances of this right ventricular (rv) lead decreased from 500 ohms at implantation to 200 ohms after pocket closure. A revision was performed, and this rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the pacing impedances of this right ventricular (rv) lead decreased from 500 ohms at implantation to 200 ohms after pocket closure. A revision was performed, and this rv lead was explanted. No adverse patient effects were reported.